Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2019 with the following findings: the pump powered on to a blank display with audible and vibration features functioned properly. Evaluation revealed a cracked display. A test display was inserted and the test display functioned normally. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in an inability to use the product which may lead to long term cessation of delivery.